Manufacturer narrative:
The exact event date was not reported, however it was reported that the event occurred approximately 1 year after 2003 implantation. Therefore, (B)(6) 2004 was used to approximate the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed in 2003. According to the complainant, one year after the procedure on an unknown date, the patient experience mesh exposure. Subsequently, the patient underwent outpatient conservative treatment, including the use of estrogen and antibiotics. During the fall of 2014, surgical mesh resection/repair and wound closure was done in the operating room. Reportedly, recurrence of mesh exposure was observed and on (B)(6) 2015, mesh exposure repair under general anesthesia was performed. After that, there was no recurrence of mesh exposure reported.